Manufacturer narrative:
Film evaluation summary; the reported stent graft infolding/malposition of the distal aspect of the implanted device was confirmed; however, the exact cause could not be determined from the films provided. Complete CT¿s prior to implant were not returned and a comprehensive review of the patient¿s anatomy could not be performed. Complete angiograms during implant, including cine¿s during stent graft positioning, deployment & removal of the delivery system, and flow lumen assessment, were also not returned for review. A single still angiogram and an ivus video after the navion free-flo stent graft had been implanted confirmed that an area of potential stent infolding/malposition was seen having occurred on the most distal stent of the device. It is possible that this was anatomy related. Implanting within a calcified and/or thrombus filled vessel may have led to infolding during deployment. This also may have been user/procedure related. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted for the endovascular treatment of a saccular thoracic aneurysm. Calcification of the renal arteries and infrarenal aorta was noted with a narrow distal aorta measuring 15mm. It was reported during the index procedure after the stent graft was deployed, the distal aspect of the graft infolded. An additional graft was implanted to cover the infolded part and the procedure completed successfully. Per the physician the cause of the infolding is undetermined. No additional clinical sequelae were reported and the patient is fine.